Event description:
It was reported that during a gastrectomy procedure, the trocar broke when took off the anvil forcibly. Another device was used to complete the case. There was no adverse consequence to the pt.